Event description:
Patient had a cardioseal pfo closure device-hde implanted in 2005 for previous tia symptoms. For the last two weeks, patient had visual disturbances and had a cardiac echo and trans esophageal echo -tee- performed. Tee showed a mobile mass in the left side of the heart, connected to the implant area. Consulting cardiologist thinks that it is either a thrombus, which is a side effect of the device or a myxoma, a benign tumor, that may occur anywhere in the body. Patient is scheduled to have an open heart surgery for removal of this mass and implant. The real diagnosis will be available after pathological examination of the tissue and implant.